Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00279. This report is being submitted as additional information. Unique identifier (UDI) #: (B)(4). Approximate age of device - 5 years, 6 months. The mobile power unit is not a single use device. Manufacturer's investigation conclusion: the reported event of no external power event was confirmed via the log file. The submitted log file spanned from 13dec2017 to 28dec2017. The log file revealed 2 no external power alarms that occurred on (B)(6) 2017 at 23:33:11 and (B)(6) 2017 at 2:43:20. The first event occurred while on the mpu and appears to be due to the mpu disconnecting from the wall. The second event occurred while on batteries and appears to be due to disconnecting from both cables at the same time. The root cause of the reported events could not be definitively determined. The heartmate ii patient handbook (doc #106022, rev. G) section 5, ¿alarms and troubleshooting¿, addresses all alarm conditions including no external power alarms. The heartmate ii patient handbook (doc #106022, rev. G) section 2, ¿how your heart pump works¿, instructs the users to keep at least one power cable connected to a power source at all times. Handbook (doc 106022, rev g) and the instructions for use (doc 106020, rev h) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for infection with mentation. During this admit, a log file was provided to the technical service representative for review. The data confirmed two events where the system controller registered no external power. The first was on (B)(6) 2017 at 23:33. This appeared to be caused by the mobile power unit (mpu) being unplugged from the wall outlet. The second occurred on (B)(6) 2017 at 2:43. This was caused by the patient disconnecting both of the batteries from the system controller. The rest of the file did not show any unusual events. The patient was asymptomatic. No additional information was provided.